Event description:
The customer reported that there was only one half of the image. It is possible that the image was retaken, resulting in unintended radiation exposure.

Manufacturer narrative:
This MDR is being submitted retroactively as a result of an internal audit of complaint files conducted by (B)(4). The service engineer replaced the sensor cable and the led pc board. He performed the calibration and self tests, and all functions met specifications. (B)(4).